Event description:
Reportedly, the device appeared to work properly and it made the "seal complete" tone. However, the tissue was not sealed completely and some bleeding occurred. The amount of bleeding is not known. Procedure: lap assisted distal gastrectomy.